Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer reverted to manual injections for insulin therapy. Contact did not provide further information and declined tandem technical support's offer to follow up.